Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose result between 95 mg/dl-110 mg/dl at a time when the customer had symptoms of hyperglycemia. He took his morning medications of metformin and glipizide (customer doesn't know the dosage of either) and novolog 11 units. He did not eat and went to the hospital since he was feeling bad. Customer drove to the hospital on his own. He stated the lab got over 500 mg/dl for his blood sugar and a1c was over 11. Lab test was taken about 1 hour after the test on the meter. Customer was admitted to the hospital. He was given a stress test and insulin shots and released 2 days later. Meter and strips replaced and requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.